Event description:
Event description guidant received information that this right ventricular lead was experiencing loss of capture at 6.5 volts and impedance was measured at 2250 ohms. An x-ray was taken but it was inconclusive for microdislodgement. During the procedure the lead failed to pace, but then it did start pacing again. As a result, the physician elected to replace the lead to avoid having the loss of capture occur again. A possible lead malfunction was suspected.